Manufacturer narrative:
Additional information: according to the information received from the field the lack of hearing benefit is caused by a post-operative migration of the electrode array out of cochlea as confirmed by diagnostic imaging. No information on possible further steps has been received.

Event description:
The user's family reported that the user didn't show a good response with the device in terms of hearing and speech abilities. Reportedly, there were no improvements after several fitting sessions attempt. Therefore imaging was conducted.

Manufacturer narrative:
Conclusion: according to the information received from the field the lack of hearing benefit is caused by a post-operative migration of the electrode array out of cochlea as confirmed during explantation surgery. Reportedly the whole electrode array was found outside the cochlea. In addition, minor damage to the active electrode caused by device minute mobility was found. Re-implantation could not be performed due to ossification of the cochlea. This is a final report.

Event description:
The user's family reported that the user didn't show a good response with the device in terms of hearing and speech abilities. Reportedly, there were no improvements after several fitting sessions attempt. Therefore, imaging was conducted. The concerned device was explanted. The user has not received a new device at the concerned side due to the cochlea being completely ossified and no possibility for re-insertion.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's family reported that the user didn't show a good response in terms of hearing and speech abilities. Reportedly, there were no improvements after several fitting sessions attempt. Therefore, imaging was conducted and reportedly, CT scan shows that the electrode array migrated out from the cochlea.